Manufacturer narrative:
Samples were collected off-site and received in primary collection tubes along with an aliquot tube. Qc was within the customer's established ranges prior to and after the event. The customer performed routine system check which was within instrument specifications. A field service engineer (fse) went on-site and performed a system check, carryover test and precision tests and did not note any hardware issues. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding lower than expected bhcg results generated by the unicel dxl 800 access immunoassay system. Four patients were tested and the initial results were in the range 5987-9704 miu/ml. Subsequent testing produced higher results in different gestational category in the range 16,589 - 25,053 miu/ml. One of the patients was re-tested on a different instrument which gave a result of 17,536 miu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.